Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 8300ab 25mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 7 years, 10 months due to unknown reasons.

Manufacturer narrative:
H11. Additional narrative: updated b5 and h6.

Event description:
It was reported that a patient with a 8300ab 25mm aortic valve underwent a valve-in-valve procedure after an implant duration of 7 years, 10 months due to unknown reasons. A 23mm s3ur was implanted. The patient was stable.